Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the accessory.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was falling off the instrument. The surgeon used 4 mcs instruments, and the tip covers kept falling off. The procedure was completing as planned with no reported injury.